Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the pump was not giving audible tone and vibration since last two months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on with appropriate vibratory and auditory function. The audio tone reading was within specifications. Replace cartridge and low cartridge alarms were induced, and the pump emitted the appropriate audible and vibratory alarms when set accordingly. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.